Manufacturer narrative:
There are 5 investigations completed during this period. Breakdown of 5 investigations with respective serial numbers are as follows: (B)(6), lens cut, haptic damaged; (B)(6), haptic damaged; (B)(6), haptic damaged; (B)(6), lens cut, haptic damaged; (B)(6), lens cut, haptic damaged, haptic detached. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 18 events is as follows: cartridge crack, lens damaged, positioning I issue, stuck in cartridge 1, device partially delivered, stuck in cartridge 1, haptic damaged 12, haptic damaged, loading issues 1, haptic detached 1, lens damaged 2. Serial number of the suspect product: (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4):1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1, (B)(4): 1. 12 investigations were completed, and 7 investigations are pending from this period. Breakdown of 12 completed investigations: haptic damaged 1, haptic damaged, haptic detached 2 ,lens cut, haptic damaged 2, lens cut, haptic damaged, haptic detached 3, lens cut, haptic detached 1, no product returned 3. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. Serial number (B)(4) ¿ due to follow-up information subsequently received which indicated the incision was enlarged, this record is now a 30 day report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 18 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.